Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels. The customer had been in the hospital for 2 days, at the time when the incident was reported and bg levels were reported elevated at 500mg/dl. Several attempts were made to follow up with the customer on this issue however there has been no response.